Event description:
It was reported that a stent partial deployment occurred. A 7mm x 120mm x 130cm eluvia drug-eluting vascular stent was selected for a superficial femoral artery (sfa) angioplasty and stent placement to treat peripheral artery disease. The procedure was being performed to treat 90% stenosis. The target lesion contained mild calcification and moderate tortuosity. During the endovascular therapy procedure, pre-dilation was performed using senri 7mm, then replaced with a radiforcus 0.035 inch wire. During deployment of the eluvia stent, the thumb wheel became stiff when the stent was about 80% deployed and the stent could not be deployed further. The pull grip was pulled all the way and the physician manipulated the delivery system back and forth until the stent was able to fully deploy. As originally scheduled, an additional eluvia (same size) was placed in front of the initial stent. The second stent deployed successfully and the delivery system was removed without any issues. This procedure was able to be completed successfully with no patient complications. It was previously reported that when the first eluvia stent delivery system attempted to be withdrawn, it seemed to be stuck on the wire. The delivery system and wire were removed together and a new wire was used with the second eluvia.

Manufacturer narrative:
It was further reported that the lot number of the device was 0027783821. It was previously reported as 0027390957. Device eval by manufacturer: the product was returned to boston scientific for analysis. Returned product consisted of an eluvia stent delivery system. A 0.035 guidewire was returned with the device. The outer shaft, mid-shaft, inner liner, and the remainder of the device were checked for damage. Visual examination showed no shaft damage. The inner liner showed no damage; however, tip damage in the form of buckling was confirmed. The stent was not in the device. The handle of the eluvia had been opened from the customer site. The blue pull handle was at the farthest position. The guidewire was not stuck in the device. Inspection of the remainder of the device revealed no damage or irregularities. The complaint of a partial deployment was not confirmed due to the reported information; however, difficulty deploying may have taken place.

Event description:
It was reported that a stent partial deployment occurred. A 7mm x 120mm x 130cm eluvia drug-eluting vascular stent was selected for a superficial femoral artery (sfa) angioplasty and stent placement to treat peripheral artery disease. The procedure was being performed to treat 90% stenosis. The target lesion contained mild calcification and moderate tortuosity. During the endovascular therapy procedure, pre-dilation was performed using senri 7mm, then replaced with a radiforcus 0.035 inch wire. During deployment of the eluvia stent, the thumb wheel became stiff when the stent was about 80% deployed and the stent could not be deployed further. The pull grip was pulled all the way and the physician manipulated the delivery system back and forth until the stent was able to fully deploy. As originally scheduled, an additional eluvia (same size) was placed in front of the initial stent. The second stent deployed successfully and the delivery system was removed without any issues. This procedure was able to be completed successfully with no patient complications.